Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: abrasion of mechanical moved parts. Correction: replaced mixer.

Event description:
The following was reported to hamilton medical ag: summary: the mixer block was damaged by the impurities from the o2 supply line.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: abrasion of mechanical moved parts. Correction: replaced mixer. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h5, h11.

Event description:
The following was reported to hamilton medical ag: summary: the mixer block was damaged by the impurities from the o2 supply line.